Event description:
Report received indicated balloon ruptured during post stent dilation to the right internal carotid artery. Air embolism advanced the pt's cerebral vascular system. The pt suffered a transient ischemic attack (tia) however all the symptoms were resolved. No other info was available.

Manufacturer narrative:
This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.